Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported adverse impact to the customer¿s blood glucose level. Customer resumed insulin using original cartridge, received education and tips from technical support on preventing altitude alarms, and was advised to call again if issue recurred.